Event description:
Healthcare professional reported left side rupture by ultrasound. Device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on posterior assessed as a surgical impact opening. (Shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: stress marks observed on the device. No further actions are required as the device was implanted. Reason for reoperation: rupture.